Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 rack analyzer. The initial results were reported outside of the laboratory and were questioned by the clinical doctor. The samples were repeated on (B)(6) 2023 on a cobas e602 analyzer. Patient 1 initial result was 1341 and the repeat result was 640.4 miu/ml. Patient 2 initial result was 828.6 and the repeat result was 8.29 miu/ml. Patient 3 initial result was 486.1 and the repeat result was 0.468 miu/ml. The repeat result on the cobas e411 was 0.365 miu/ml. The regent lot number was 61488800 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided information, the last calibration of the assay was performed in (B)(6) 2022 and the signals were low. Per product labeling for the assay: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the cobas e pack was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: after 12 weeks when using the same reagent lot. After 28 days when using the same cobas e pack on the analyzer. As required: e.g. Quality control findings outside the defined limits. It was also found the an external company maintains the instrument and there was no preventive maintenance information since it was installed.